Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, eleven years later, CT revealed well positioned filter at l3-l4 level with a minimal anterior tilt. All 6 primary struts perforated the ivc with impingement on adjacent structures including the aorta and right ureter. The perforating anteromedial strut appeared to be associated with a small pericaval hematoma. 3 of 6 secondary struts were also perforating the ivc wall. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in presumably placed perioperatively due to the need to suspend anticoagulation during surgical procedures with history of lle dvt. At some time post filter deployment, it was alleged that filter perforated, tilted and anteromedial perforated strut associated with a small pericaval hematoma. All six primary struts perforate ivc wall with impingement with the aorta and right ureter, 3 of 6 secondary struts perforate lateral ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain however current status of the patient is unknown.